Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The investigation determined the reported difficulty removing the device, separation, removal of foreign body and additional treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was a complex percutaneous transluminal intervention (pti) in the left anterior descending (lad) coronary artery. The nc trek balloon dilatation catheter (bdc) was used successfully for dilatation; however, during removal, there was resistance with the anatomy and the shaft separated. A snare was used to remove the separated portion. There were no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.